Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line separated from the cartridge due to an adhesive failure on the cartridge. Reportedly, this occurred multiple times with multiple cartridges. There was no reported adverse impact to the customer's blood glucose (bg) level for the past events; bg level during the most recent event was 129 mg/dl.